Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During sculpt phase, the surgeon observed a small particle with the appearance of plastic in the patient's eye. The particle was aspirated into the tip and removed with forceps. There was no injury to the patient.